Event description:
A vaxcel pasv icc had been therapeutically placed in a patient (age and gender unk) in 2006. During flushing of the device in april 2006, a hole on the catheter located distal to the suture wing was observed. No sequelle was indentified by the complaintant as a result of the reported problem.